Event description:
The patient reported that she fell some time ago. She was experiencing pain in her arm, headaches, vomiting, and no stimulation sensation; she was unable to adjust stimulation. The patient was at home. Her status was undetermined at the time of the report. The patient was encouraged to contact her health care professional. Additional information has been requested, a follow-up report will be sent if additional information becomes available.